Event description:
A clinical manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the manager clarified that the blood leak occurred less than 30 seconds after starting the hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm indicating an internal leak. Blood leak test strips were not used due to visually seeing the leak in the hansen drain line. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 150 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample was returned from the reported lot number for evaluation. During gross visual examination, a delamination was observed to be extending from approximately 130° to 190° with the ports at 0° on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinical manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the manager clarified that the blood leak occurred less than 30 seconds after starting the hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm indicating an internal leak. Blood leak test strips were not used due to visually seeing the leak in the hansen drain line. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 150 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.